Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. The imaging window assembly was broken off, appeared stretched and was still attach in the imaging core assembly when received. The broken imaging window assembly cannot be pulled out from the imaging core assembly due to kink and dry blood inside. Kinks were observed in the sheath assembly from femoral marker at the proximal end and kinks in the imaging core assembly from the distal housing end. The guidewire exit port was lifted 1.0mm and ripped 5.0mm long. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter got stuck in the lesion and a shaft separation occurred. Access was obtained via the radial artery. The 90% stenotic lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. After dilatation with a non-bsc device a perforation was observed and hemostasis was performed using an unspecified balloon catheter. The physician then advanced an atlantis sr pro² imaging catheter to the lesion and it got stuck at the lesion. Difficulty was encountered removing the device and when the device was pulled during removal the stuck part of the shaft got kinked and separated. The separated shaft was caught on the drive shaft and the whole device was able to be removed with other devices. No additional treatment was required after the shaft break. Stenting was attempted using the two non-bsc stents, but both devices were unable to cross the lesion. The patient's condition is good and no patient complications reported. It was further reported that at a later date the patient had surgery due to being unable to successfully treat during the percutaneous coronary intervention procedure.